Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the tool handle and tool jaws. The heater wire was observed to be slightly flexed away but remained attached at the base and tip of the hot jaw. The silicone boot insulation on the jaws appeared intact. No other visual defects were observed. The device was evaluated for electrical/cautery function. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam and audible intermittent beeping sound during ten (10) 3-second activations and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. An activation and transection capability test was performed five (5) times using "max life test method" (bacon test) . The device activated and transected the tissue five (5) times with no cautery failure observed. The handle which houses the switch component was opened. No evidence of contamination or erosion on the wires and switch parts. We did not observe any electrical issues for the device during testing. Based on the returned condition of the device and the results of the investigation, the reported failure failure to cut was not confirmed. The analyzed failure material twisted/bent was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro jaws would not cut. Cords were swapped with no change. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro jaws would not cut. Cords were swapped with no change. A replacement device was used to complete the procedure. The hospital did not report any patient effects.